Manufacturer narrative:
The customer¿s concerns that the source device did not alarm for an occlusion was not confirmed or replicated during testing. A review of the pca event log identified an infusion of unknown medication on (B)(6) 2020. The information was gathered to verify the rate at which the pca module was programmed on the most recent infusion. The rate observed was 1.2ml/h. Results from functional occlusion testing performed on the returned pca module demonstrated that occlusion alarms are produced when the set clamp is closed for both pca requests and during a continuous infusion. Test results indicate the device is working as intended during an occlusion. Additional asm barrel clamp, plunger force, and plunger position accuracy test results found the device in good working condition and operating in specification. The device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
Not alarming occlusion barrel clamp assy- damaged/cracked,module latch- damaged/cracked,case front- damaged/cracked,case rear- damaged/cracked,label- damaged,soft fault- other- specify in comments it was reported that the device did not alarm occlusion "when the patient line was pinched." Although further information was requested, no information was provided.